Manufacturer narrative:
Evaluation summary: (B)(4) the full lead was returned in segments and analysis found that the outer insulation had bi/multi-lumen tubing voids. The lead's outer insulation was breached/cut and the insulation overlay tubing had blood ingression. The defibrillator superior vena cava conductor was kinked/buckled. The outer insulation has a cosmetic depression and the overlay tubing has environmental stress cracking. The distal electrode was covered in blood. The lead's superior vena cava conductor was pulled/stretched due to overstress. The outer tubing overlay was breached/cut.

Event description:
It was reported that the right ventricular lead had non-sustained ventricular tachycardia episodes that indicated noise. A fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.